Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this pacemaker contacted technical services (ts) concerned about a discussion with their medical doctor. The patient stated that they had received three software updates to their implantable device and reported an instance where their heart had stopped, which was concerning as they are pacemaker dependent. Technical services (ts) explained the software updates, noting that the patient had been seen in the office one week prior and had received a new update. Following this, the patient reported feeling much better. This device remains in service. No additional adverse patient effects were reported.